Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that they were receiving a no battery alarm on their pump. The customer's blood glucose level was 120 mg/dl. The customer states that the battery cap is not loose, cracked or damaged. The customer also states that this is the second time that they have received the alarm. We advised the customer that the pump will be replaced. No further information was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.